Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion with infusion set tubing event on (B)(6) 2024. The blood glucose level was displayed high at the time of event and was managed by bolus via pump. No further information available.